Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Correction: this MDR is being submitted to correct the submitted medical device code under h6. Additional information - this MDR is being submitted to include the below: h6: investigation results under medical device problem code, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code- clinical history - non-product event, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.

Manufacturer narrative:
E1: pateinet city: (B)(6). Patient country: slovenia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025 due to which the blood glucose level was elevated and the patient was hospitalized. At hospital patient also experienced vomiting and diabetic ketoacidosis was confirmed. The insertion site was buttocks. The patient got treated with intravenous (IV) insulin. The length of hospitalization is greater than 24 hours as pateint is still hospitalized. No further information available.